Event description:
Health professional reported pt experiencing a "loss of restriction," and during a fill adjustment, the physician, the physician was "only able to retrieve a little solution" from the device. Port and tubing were explanted and replaced. During explant surgery, physician noted there was a "crack in the tubing where the tubing bent into the abdomen."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."